Manufacturer narrative:
No analysis was performed since the device remains implanted. The autopsy identified damage to the left ventricle as being potential cause of death unrelated to the sensor. However, additional information is needed to determine the cause of the left hemorrhage. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. Clinical considerations for patient selection are identified in the la-400275-g or equivalent which includes patients who may not be appropriate for implantation of the cardiomems hf system. A device history review was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event cannot conclusively be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an implant procedure, the patient experienced bleeding in the left lung and was transferred to the ICU. The exact location and cause of the bleed was not determined. The patient was placed on ventilator support and a few days later expired following resuscitation efforts.

Event description:
After placing a cardiomems in the left pulmonary artery, a pulmonary hemorrhage occurred. Using CT angio of the lungs, a substantial atelactase of the left lung was seen, but there was no longer any active bleeding. During the admission, the patient developed a fever and there were increasing inflammation parameters, and the patient also indicated pain in the right abdomen. The patient stayed in the hospital for about two weeks and died under acute respiratory insufficiency. The autopsy reports bleeding residues were found in the lung with resorption characteristics, but no fresh bleeding, the intravascular equipment introduced was in situ with low hematoma formation, macroscopically no vessel wall damage was recognizable when weaning the pulmonary artery system. The digestive tract showed no specific abnormalities, only a short segment of approximately 10 cm in the coecum showed abnormalities that could possibly fit with schematic without classical intestinal wall necrosis and without an image of fulminant entercolitis. Although no fresh thrombi could be detected in the coronary system in the heart, including at the stent, the myocardium of left ventricle in the lactate dehydrogenase stain shows extensive transmural ischemic abnormalities that may explain the death of the patient.